Manufacturer narrative:
It is unknown if the device is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after an unspecified procedure. Reportedly, when retrieving the sutures after deployment, the suture made "ligature" on the intima of the common femoral artery. When the device was removed there was intima of about 3mm causing an occlusion of the artery. Contra-lateral access was obtained and angioplasty was performed to reopen the vessel. Heparin was administered. Angioplasty opened the artery and administration of heparin avoided permanent damage to the patient. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of occlusion, dissection and tissue injury are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information and clarification was received. It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic ablation of the left free-wall accessory pathway procedure using an 8f sheath. Reportedly, when retrieving the sutures after deployment, the suture made "ligature" on the intima of the common femoral artery. When the device was removed there was intima of about 3mm (came out with a piece of endothelium in the shape of a ring). There was a dissection of the intima and the flap caused an occlusion of the artery. Contra-lateral access was obtained and angioplasty was performed to reopen the vessel. Heparin was administered. Angioplasty opened the artery and administration of heparin avoided permanent damage to the patient. Hemostasis was achieved with the balloon angioplasty. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.